Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a dim display. The reporter denied trauma to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/02/2014 with the following findings: the display screen was observed to be faded and pink in color. Unrelated to the initial complaint, the battery compartment was observed to be cracked from the threads to the case seal; the threads were intact. There was no evidence of corrosion in the battery compartment observed. The battery cap threads were intact and the battery cap spring showed no sign of corrosion. The pump was opened and removed from the case and there was no evidence of corrosion in the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.